Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request the return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2006 - pt was admitted and underwent surgery for repair of a lower left quadrant incisional hernia. During this procedure, physicians implanted a bard composix medium oval kugel mesh. On (B)(6) 2009 - pt was admitted to the hospital where doctors found that the previously placed mesh was extruded up through the hernia defect. The hernia sac was opened and the previous mesh was excised in its entirety and replaced with a different medium oval composix kugel mesh.